Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt. Serious injury or death was associated related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos and gpos cpu coin batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.